Manufacturer narrative:
The reported events were dislodgement, failure to capture, failure to sense, and muscle stimulation. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture and failure to sense were not confirmed. Visual inspection of the lead found the helix was fully extended and clogged with blood/tissue. X-ray inspection found no anomalies. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead were dislodged due to twiddlers syndrome. X-ray was performed and confirmed the dislodgement. Furthermore, it was noted that the ra and rv lead exhibited failure to capture, failure to sense. It was noted that the patient exhibited discomfort due to muscle stimulation. The ra and rv lead were explanted and replaced. The patient was stable throughout.